Event description:
It was reported that there was a polarity switch on the right atrial (ra) lead due to low impedance. The sensitivity was changed due to possible oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was also reported the atrial high rate (ahr) counts (which had been allegedly triggered been by muscle potential also allegedly triggered by oversensing) were so high that the device was reprogrammed from unipolar to bipolar mode.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID 5054-58 lead implanted: 2001-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Apparent oversensing in atrial high rate episodes.